Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state the following in regards to product inspection: "uncoil forceps, open and close cups, verifying smooth handle operation and cup action." Prior to distribution, all captura hot biopsy forceps are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook captura hot biopsy forceps. The forceps mechanism got "jammed" and would not open and close normally. It was similar to the cold forceps complaint previously sent (see related mdrs 1037905-2017-00194, 1037905-2017-00195, 1037905-2017-00342, and 1037905-2017-00343).